Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to subclavian crush leading to loss of capture. Subclavian crush was discovered on fluoroscopy. No additional adverse patient effects.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to subclavian crush leading to loss of capture and out of range pacing impedance. Subclavian crush was discovered on fluoroscopy. No additional adverse patient effects.